Event description:
Per user facility medwatch form, (B)(4), during an abdominal surgery procedure (which was initiated as a laparoscopic, however due to the complexity an abdominal incision needed to be made); the surgeon was using the harmonic scalpel and noted that a piece of the "jaw" was off. The piece was retrieved. Unable to determine if the piece was off when removed from the package or not. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged and with a small part not returned. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad